Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an x-ray check after closing incision, a metal piece was found in the patient shoulder. The operation staffs checked all devices used in this surgery and found that tip of the wand was broke. The x-ray check is a normal process to verify that the operation was completed as planned. Revision surgery was performed immediately and the metal piece was removed. No patient injury or other complications were reported. Revision surgery reported under 3006524618-2019-00032.

Manufacturer narrative:
Correction on event.

Event description:
It was reported that during an x-ray check after closing incision, a metal piece was found in the patient shoulder. The operation staffs checked all devices used in this surgery and found that tip of the wand was broke. The x-ray check is a normal process to verify that the operation was completed as planned. No patient injury or other complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. One(1) of the electrodes is completely detached and returned with the device attached on a bloody dried part of tissue. The insulation at distal end is burnt and compromised. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the wand was plugged in to a compatible controller and registered an e-7 error. The e-7 error was by-passed and activated in saline solution at default and maximum settings. Plasma at the tip of the wand was produced except on the area of the detached electrode. The suction tube was tested and performed as intended. The complaint was verified and the root cause for this event could not be determined with confidence as several factors that could contribute extensive wear or detached electrodes as a.) May result from vigorous use against bony surfaces; b.) Irregular wear of the electrodes leading to malfunction c.) Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases.